Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins). It was reported that the patient's device didn't work. It was stated that the ins didn't work for the patient. There were no further symptoms or complications reported or anticipated.